Manufacturer narrative:
The customer did not provide any additional information. Due to the limited information provided, the specific cause of the event could not be determined. The investigation did not identify a product problem.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys troponin t hs stat results for 1 patient sample on a cobas e411 module. The initial result was 52.54 pg/ml. The repeated result was 12.74 pg/ml.